Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device interrogation, high, out of range pacing impedance, high capture threshold and multiple oversensing episodes were observed on right ventricular lead. It was observed that the pacing lead impedance was high over the past year. The programming changes were made and was discussed with the physician. The patient was stable and lead revision will be planned as soon as patient is out of acute illness. The patient will be continued to be monitored.